Event description:
It was reported that since (B)(6) 2013 the patient¿s device did not seem to be helping with their symptoms. The patient¿s hcp was notified of the issues and stated that a manufacturer representative needed to ¿re-set¿ the device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v861091, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).